Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during core vitrectomy, the surgeon noticed the distal end of the shaft moved and was exposed. Surgery was proceeded with a new vitrectome. No report that actual patient harm occurred or surgery was prolonged or delayed.